Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit fails drive manifold testing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: (name -(B)(6), email - (B)(6), occupation - biomed, contact - (B)(6)). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the drive manifold assembly to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service. The failure analysis and testing department installed the drive manifold into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure of drive manifold leak diff. Pressure test failed with result of 29 mmhg; the factory specification is +-25 mmhg. Drive manifold failed testing. Retaining drive manifold in the fat dept. As per procedure (B)(4) rev an. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.